Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level at time of event was 300 mg/dl. Customer loaded a new cartridge in an attempt to resolve the issue. Reportedly, this caused an elevated blood glucose (bg) level of 386 mg/dl with high ketones. Elevated bg was addressed by a manual bolus via the pump. Customer went to the emergency room on (B)(6) 2021 for the elevated bg and ketones. Customer was treated intravenously with fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Customer was released 12 hours later.